Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(4) 2028, UDI#: (B)(4) g2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the lead was placed under local anesthesia under fluoroscopy in the epidural space. Lead tip position was lower th11. 97725 was connected to the lead, parameters programmed were 2 active poles, 300 ¿s, 50 hz, intensity was increased gradually. The patient was asked if paresthesia was felt in the lower extremities. Already with 3 ma intensity, oor (out of regulation) occurred. Impedances were about 5,000 ohms and higher. Multiple orange exclamation points in impedance overviews. Lead end was cleaned with sterile water (no nacl) and dried, then placed in the 0-7 slot again. No change, still high impedances and paresthesia threshold could not be reached before oor; "unable to reach pt". The lead and ens were replaced, after which paresthesia coverage was successful. There were no known environmental, external, and patient factors that may have caused the event. The issue was resolved at the time of the report.